Event description:
It was reported that during a liver resection procedure, sixteen reloads were used during the procedure and there were problems with the reloads. It is unknown how many reloads were affected with each of the following problems - could not reload the device; reloads were falling apart. In addition, there was a problem with the stapling device - a few firings were fine then one firing sounded funny. The surgeon had to use the manual release lever. The staple did its job and even though it was hard to see staples. There was controlled hemostasis. During the procedure, a large tumor was removed from the liver and the patient lost six liters of blood. Also, the patient was in the ICU following the procedure. The surgeon indicates that bleeding and need for ICU care following the procedure were unrelated to the performance of the products.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.